Event description:
A defibrillation shock was delivered by this ICD on (B)(6) 2013 due to vf detection. On (B)(6) 2013, physician reviewed the episodes stored in device memories and observed an abnormal atrial noise pattern in the vf episode, as well as in the fallback mode witch episode recorded just after the vf. Additionally, physician is requesting an explanation as for why the displayed atrial sensing percentage is superior to 100%. According to preliminary analysis results, reported behaviors are confirmed and a connection issue or lead issue at atrial level is suspected. Recommendations have been provided (evaluation of the benefit of a re-intervention).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the united states. Analysis is pending.